Event description:
Pt had total knee placement 5/14/99. Plexipulse machine was being used on pt and on 5/15, the cuff was not inflating properly and the plexipulse machine was changed. On 5/19/99 the plexipulse machine again failed to inflate properly and was replaced again. On 5/19 the pt developed pulmonary emboli. The biomed has checked the units used on this pt plus 4 other units, and found ciruit board failures and compressor failures.